Event description:
Reporter indicated that their (B) (4) handheld containing (B) (4) programming software after the battery was drained and recharged would have programming issues. After charging the handheld, the unit was operational unit it reached the interrogation successful screen and froze. An analysis was performed on the flashcard and the reported allegation was not confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specs. The handheld computer met specs.